Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported that during an initial total shoulder arthroplasty on (B)(6) 2016, while the surgeon was assembling the bearing and humeral tray on the back table, the bearing would not fully seat. The locking ring was found to be bent and would not spread. Another humeral tray was used the complete the procedure along with the same bearing.